Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a ssro procedure on (B)(6), 2022, the shaft could not hold a screwdriver blade firmly. When the screwdriver tip is removed from the screw after screw insertion, a screwdriver blade easily comes off from the shaft. The situation recurred repeatedly. Another shaft was used, and the problem was resolved. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) matrix mandible screwdriver bld self-retaining/90 degree. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.